Event description:
A customer reported experiencing a tandem mobi cartridge alarm, specifically cartridge alarm 35, which had occurred in the past as well. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the issue and resolved it by sending the customer a replacement pump, instructing them on how to put the current pump into storage mode and facilitating the return of the faulty pump using a pre-paid return label.